Event description:
The customer contact reported a loss of suction. After an unspecified length of time in use, it was reported that cracks were noted in the liner lid; subsequently, there was a loss of suction. The suction liner was replaced. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number 43056. The domestic list number has a common device name of 80gcx and is 510k exempt. The information on the reprocessing of the device was requested; however, no response has been received. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).